Event description:
A 2.75 mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed to the target lesion at a bifurcation in the lcx (#13-14). Approximately eleven days post implant the pt experienced chest pain and nausea and died at a dialysis hosp. The root cause of death and detailed info could not be obtained because the pt died at different medical facility. The date of death is unk. The implanting physician commented that the occurrence of stent thrombosis could not be denied in consideration of the length of time that had elapsed from time of implant to when the pt experienced chest pain and nausea. The implanting physician commented that the drug (zotarolimus) did not contribute to the reported chest pain, nausea and death.

Manufacturer narrative:
Evaluation codes: results: stent thrombosis, death. Stent deployed at lesion at a bifurcation.